Event description:
Spontaneous call from patient stating backup pump was also alarming an 422248. Patient presented to emergency room due to both pu, ps alarming and experiencing shortness of breath. Report has been submitted for the other pump. Did we replace device? Yes. Is the actual device available for investigation? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Yes. Did we replace device? Yes. If yes, was any medical intervention provided? Yes, patient went to the emergency room. Reported to (B)(6).